Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction in the last 24 hours. Customer technical support provided information for resetting the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any further issues arose. The caller understood these instructions.